Manufacturer narrative:
The investigation has concluded since the original report was filed. The root cause of the access site bleeding was most likely patient condition. The medical team reported that gaining access to the vessel was difficult and a dilator kinked in the process likely leading to the vessel damage. No product was returned for this investigation. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp support via femoral artery placement to a support a patient admitted suffering from a myocardial infarction. The patient developed an access site injury/vessel perforation at the site. The team had to achieve hemostasis by contralateral balloon access and removal of the impella. The vascular perforation timing is unknown, however the team did note the dilator had kinked upon insertion, and still used by the operator. They estimated 1 unit of blood was lost by the patient.

Manufacturer narrative:
The medical center has not returned for analysis any impella product, neither the pump nor the introducer sheath which was noted to kink at time of insertion. The investigation into the case is ongoing at this time and upon completion, should a root cause be determined without product return, a final report will be forthcoming. The failure mode will be monitored and trended.